Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: white fm was on the catheter tip. The fm was missing during transportation in the hospital. Google translate: "confirm white deposit at the tip when opening the product."

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly without the original packaging. In addition, four photographs were also submitted which displayed similarities to that of the returned unit. Based on the report a white foreign matter was seen but then lost in-transit. Ftir testing showed that the foreign matter of dark color observed was a combination of human skin and silicone. The reported issue was confirmed. However, a white foreign matter was not observed. Bd was unable to provide a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. A DHR was not available as their was no lot number provided. H3 other text : see h.10

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: white fm was on the catheter tip. The fm was missing during transportation in the hospital. Google translate: "confirm white deposit at the tip when opening the product."